Event description:
It was reported that three (3) homechoice cassettes leaked from an unspecified location. This was observed during use of the devices for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
G1 manufacturing facility - this device was manufactured at one of the two following manufacturing sites: baxter healthcare - (B)(6) baxter healthcare - (B)(6) the devices were discarded and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.